Manufacturer narrative:
Investigation determined customer had issue with the gatch. Gatch does not effect medical intervention/CPR; however, when the cpu was replaced, the user facility failed to set limits for the lift, causing the bed to get stuck in high height which could interfere with medical intervention/cpu.

Event description:
It was reported that the cpu was not operating according to spec. No adverse consequence reported.